Manufacturer narrative:
Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Product was discarded, and not available for return.

Event description:
Brush head broke when brushing [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b vitality series toothbrush, the oral-b dual clean brushhead broke. No symptoms developed.